Manufacturer narrative:
We have received the complaint device for evaluation. When we attempted to inflate the internal carotid balloon with saline, we observed a leakage from the proximal end of the safety balloon. We observed a section of the balloon was missing at its proximal (lower) end. The safety balloon stays outside the patient's vessel and does not come in contact with the patient's vessel. We did not experience any resistance when inserting and removing the safety sleeve from the safety balloon. The inner diameter of sleeve was measured to be 0.089 inches while the outer diameter of the safety balloon was measured to be 0.071 inches. Device was inspected by the surgeon prior to the procedure and was found to be operational. We could not conclusively determine the root cause of the failure at this time. However, it is possible that the balloon was damaged when surgeon attempted to insert or remove the safety sleeve from the safety balloon. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
During a left carotid endarterectomy, the surgeon placed the pruitt f3 carotid shunt with t-port into the patient and inflated both balloons. However, during the case the white balloon popped unexpectedly. The surgeon was not working near the balloon at the time of the balloon popping. Surgeon checked the integrity of the blue and white balloons prior to insertion into the patient. Patient lost approximately 200 ml of blood as the result of the shunt malfunction. Surgeon used new shunt for the procedure and completed the surgery. There was no apparent harm to the patient.